Manufacturer narrative:
G4:23oct2020. B4:15dec2020. The customer requested material only to repair the display. Product support engineer provided the customer with the part ID for the lcd assembly. No field service engineer was dispatched to the customer site for repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
The customer reported that the backlighting is out of order. The customer contacted product support and requested for part ID for the backlight. The customer reported that the unit was not in use on a patient.